Event description:
It was reported that the two foley kits were defective this morning. The first one, the balloon did not deflate after testing it out before inserting. The second one was inserted in patient but broke loose at the connection point between the syringe and foley when tried to inflate the balloon. Both were ref: (B)(4) and lot is ngjw1707.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the two foley kits were defective this morning. The first one, the balloon did not deflate after testing it out before inserting. The second one was inserted in patient but broke loose at the connection point between the syringe and foley when tried to inflate the balloon. Both were material a947316, and lot is ngjw1707. Per additional information received via email on 24sep2025, it was reported that they spoke with someone from bd over the phone about the issues we had. One issue was resolved by letting us know we should make sure the syringe is inserted completely into the port or the saline will not drain. I tried it with the faulty foley we kept and it worked fine. They stated physical samples are not still available. The nurse had used the catheter on the patient and disposed of it once it failed. Item could not be retrieved since, customer was notified after the case was done and trash had been taken out. There was no impact to the patient and required no medical intervention.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used silicone foley with sample connector with the syringe attached. Visual inspection of the one-photo sample noted that the balloon was inflated with the syringe. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed; a labeling review is not required. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.